Event description:
Shelhigh pulmonic valve conduit was implanted into my daughter. This valve was contaminated, adulterated and/or defective which resulted in her death. Diagnosis or reason for use: repair heart defect.